Event description:
On (B)(6) 2012, it was reported that the pt's infusion device displayed e7 (electronic error) and then none of the buttons would function on the device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint can be verified. E7 (electronic) error were found in the history. It is not possible to further operate the pump due to a defective force sensor. Therefore the pump correctly triggered the e7 error messages. According to the reference manual the customer has to remove and reinsert the battery. After e7 occurred no buttons have function, this is not a malfunction of the pump.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.